Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m7023t411 was reviewed and the product was produced according to product specifications. All information reasonably known as of 17 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the subglottic layer was ripped away during the first pass of a bronchoscopy. Per additional information received on 17 aug 2017, the incident resulted in a leak that required replacement of the suction catheter. There was no patient injury. The patient was a (B)(6) male infant, (B)(6). The suction catheter had been pulled back so that the black marker could be seen in the observation window. The device had been in use approximately 5 hours.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 24-aug-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
One used and one unused sample were returned for evaluation. Visual examination of the samples revealed that on the used sample, there was no visible damage. The catheter was fully extended and there was no evidence of arching or curvature from the distal end tip or in any parts of the catheter. Also, the distal end of the catheter was inspected for a blocked skive. The skive opening appeared to be clear of obstruction. When reviewing the manifold and the peep seal, the skive was visible outside of the seal cartridge subassembly area. The used sample was tested for leakage per closed suction catheter system peep leakage test (B)(4). Using uson tester (B)(4). Per the test method, section 4.7.7, the maximum allowable flow is 50 ml/min. The sample yielded a pass result. The reported failure was not reproduced in the lab. On the unused lot sample, there were no visible damages observed. The catheter was fully extended and there was no evidence of arching or curvature from the distal end tip. There was slight curvature and slight arching on one area of the catheter body. Also, the distal end of the catheter was inspected for a blocked skive. The skive opening appeared to be clear of obstruction. When reviewing the manifold and the peep seal, the skive was visible outside of the seal cartridge subassembly area. The sample was tested for leakage per closed suction catheter system peep leakage test (B)(4) using uson tester (B)(4). Per the test method, section 4.7.7, the maximum allowable flow is 50 ml/min. The sample yielded a pass result. The reported failure was not reproduced in the lab. No root cause could be identified, as the reported failure could not be reproduced in the lab. All information reasonably known as of 4-oct-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).